Event description:
It was reported that the customer had a lost sensor and the alarm history revealed there was a no delivery alarm on (B)(6) 2014. Customer's blood glucose level was 244 mg/dl. Customer declined troubleshooting as it was over a week ago and she called for the lost sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).